Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional investigation is being conducted through corrective and preventative action (CAPA) (B)(4). A batch review could not be performed as the lot number of this device is unknown.